Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodynamic monitoring procedure within the ICU, the distal end of the pressure monitoring set was not connected properly to the patient's artline catheter. Blood was found to be leaking from the connection into the patients bedding. No injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and functional testing was performed. No defect was observed. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record and complaint database could not be performed since a lot number was not provided.